Event description:
Patient was noted to have increasing ventricular lead capture thresholds. She was admitted to the hospital for lead replacement. The header block on the chronic pacemaker demonstrated a compromised seal on the distal contact on the right ventricular pin. The header demonstrated moisture within the block. Guidant technical brady services was contacted during the case and recommended replacing the generator.